Manufacturer narrative:
Based on the claim against the product by the customer noting non recoverable error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm associated with this complaint and completed investigations. The failure analysis investigations confirmed the customer reported complaint. Logs showed 319, 1126, 32114, 31226 error codes. The usm was tested on an in-house system in normal mode and 319 error was triggered. The usm was also tested on a patient side cart fixture test platform (pftp) where the parallelogram and rolling loop fibers failed for fiber test and check all boards test. The golden parallelogram and rolling loop fibers were installed, and usm was retested and passed check all boards and fiber tests. As a fix, the parallelogram and rolling loop assemblies will be replaced. The complaint regarding non recoverable error was confirmed by field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer had a non recoverable error after the start of the procedure pointing to arm 4. The troubleshooting did not resolve the issue. The fse was able to reproduce the reported problem during field service visit. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that arm 4 was faulting out. Prior to calling in the customer power cycled the system and the issue remained. The tse reviewed the logs and found 319 error for arm 4 and 40084 error. The customer was in the process of converting the case to laparoscopic for other issues and not the patient cart. After the surgeon was done using the camera, the csr would try to do a hard power cycle of the patient cart to see if error is resolved. The procedure was converted due to anatomy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was present during the procedure. No issues with arm 4 were noted during the system set up. Prior to start of the procedure, the surgeon had already planned to do the rest half of the procedure laparoscopically. The part of the procedure had to be done outside of the body extracorporeal and was anticipated before. The target tissue was rectum. The arm 4 was faulted during the procedure, and power cycling the system did not resolve the issue. The surgeon did not wait for further troubleshooting as the surgeon knew he had to do the rest of the procedure laparoscopically. So, the procedure was converted laparoscopically. There was no injury/harm to the patient during and after the procedure. The patient did not experience any post-operative complications. There was no blood loss. There was a procedure delay less than 15 mins. The video recording of the procedure was not available.